Event description:
Boston scientific received information that during the implant procedure of this right ventricular lead, a pericardial effusion was exhibited. The physician elected to remove the lead; however, subsequently the patient passed away. The explanted lead is not intended to be returned and no allegations against the product were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.